Manufacturer narrative:
The account replaced the power cord to resolve the issue.

Event description:
The account alleged the circuit breaker switched off each time the bed is plugged in due to loss of ground. No pt impact.